Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection and erosion. The patient did experience pain/discomfort. Subsequently, this product was explanted. There were no additional adverse effects reported.